Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a brief signal loss between a dexcom g7 sensor and the ilet pump, after which glucose readings resumed without intervention. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical treatment related to the device. Investigation included remote troubleshooting and user education regarding transient sensor communication interruptions. Investigation of this case revealed a transient communication interruption that self-resolved, consistent with known intermittent connectivity behavior between the cgm and pump without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication factors.